Manufacturer narrative:
Product complaint # (B)(4) investigation summary according to the information provided: "articulate surface reported as broken by hospital ortho techs". The product was returned to depuy synthes for evaluation. Visual inspection of the returned device found one post broken. Broken piece and spring were not returned for evaluation. No other anomaly was identified. The failure mode is consistent with inserting an extractor device in between the trial and mating shim and using the extractor to pry the mating devices apart during extraction of the trials. This improper technique results in damage to the spring and/or post components of the articulating surface as well as the mating shim. The attune intuition surgical technique 0612-10-512 (page 53), emphasizes the correct use of the tibial trial extractor (product code 254500138) with the trials. Furthermore, on page 51 of the surgical technique and per IFU-0902-00-836, careful inspection of the trials for damage/breakage should be performed pre and post-operative. If any damage to the balseal components is observed the trail should be replaced. In the event of instrument breakage during use, ensure that all device fragments that may have entered the surgical site are removed prior to completion of the procedure, as patient injury may result. A dimensional inspection was unable to be performed due to the post-manufacturing damage. A functional test was unable to be performed due to the post-manufacturing damage. The overall complaint was confirmed as the observed condition of the attune rp ps artic surf sz5 would have contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. H11 additional narrative: corrected: h3.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information that has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint recon described in this report. H11 additional narrative: added: d9. If information that was not available for the initial report is obtained, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: according to the information received that "articulate surface reported as broken by hospital ortho techs." The product was returned to medtech orthopedics; however, photos were provided for review. The photo investigation revealed that 'attune rp ps artic surf sz5' has broken post and missing spring. The failure mode is consistent with inserting an extractor device in between the trial and mating shim and using the extractor to pry the mating devices apart during extraction of the trials. This improper technique results in damage to the spring and/or post components of the articulating surface as well as the mating shim. The attune intuition surgical technique 0612-10-512 (page 53), emphasizes the correct use of the tibial trial extractor (product code 254500138) with the trials. Furthermore, on page 51 of the surgical technique and per IFU-0902-00-836, careful inspection of the trials for damage/breakage should be performed pre and post-operative. If any damage to the balseal components is observed the trail should be replaced. In the event of instrument breakage during use, ensure that all device fragments that may have entered the surgical site are removed prior to completion of the procedure, as patient injury may result. The overall complaint was confirmed as the observed condition of the attune rp ps artic surf sz5 would contribute to the complained device issue. Based on the investigation findings, the ¿attune rp ps artic surf sz5¿ has broken because of unintended user error, and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of medtech orthopedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. H11 additional narrative: added: b5.

Event description:
Additional information received states that the articulating peg has sheared off the underside of the art surface trial. It is evident in the picture supplied, left hand side of picture between the words attune and depuy. Single piece broken off and discarded.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the articulate surface reported as broken by hospital ortho techs. There was no patient involvement.